Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer's blood glucose was 254 mg/dl at the time of the incident. Customer stated that she noticed that her blood glucose started climbing higher and she was going to give herself a bolus when she noticed that the pump display was off. Customer treated with an insulin pen. Troubleshooting was performed and the customer stated that the display did not return after inserting a new battery. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with moisture damage was found on the electronic assembly and motor assembly. The insulin pump was monitored for 24 hours with multiple basal rates; the insulin pump functioned properly. No black display, blank display or display anomaly noted. The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self test, a21 test and all operating current test were normal. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.